Event description:
Synovitis. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a physician database extraction regarding a female patient, initials unknown with osteoarthritis (grade 3). (B)(4). The patient's medical history was significant for previous use of synvisc at (B)(6). On (B)(6) 2003, the patient initiated treatment with intra-articular injection of synvisc (hylan gf-20) in right knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2003, the patient experienced synovitis of right knee. On an unspecified date in 2003, 15 cc of clear yellow joint fluid was aspirated from right knee and received treatment with 1.3 cc betamethasone. On (B)(6) 2003 (24 hours later), the patient recovered from synovitis. The outcome of joint effusion was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis and joint effusion was mild. The reporting physician assessed the relationship between synvisc with synovitis as definitely related and did not provide a causal relationship with joint effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.